Event description:
A distributor reported on behalf of a heatlhcare facility in south africa that the headgear strap of rt046 non-vented hospital full face masks were torn during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint rt046 non-vented hospital full face mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs provided by the customer and our knowledge of our product. Results: visual inspection of the photographs revealed that the elbow was broken. Conclusion: we were unable to determine the cause of the reported damage found to the rt046 mask. All assembled rt046 non-vented hospital full face masks are 100% leak tested, and those that fail are rejected. In addition, a sampling for pull test is conducted. The subject full face mask would have met the required specifications at the time of production. The rt046 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt046 non-vented hospital full face mask. It also states the following: "ensure adequate patient monitoring is in place." "Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use." "Failure to monitor the patient may result in loss of therapy, serious injury or death."

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a heatlhcare facility in (B)(6) that the headgear strap of rt046 non-vented hospital full face masks were torn during use. There were no reported patient consequences.